Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault/ rough handling.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us, the cable from the display to the main electronic board broke happened during replacement of inspiration block. Furthermore, there was no patient associated with the event.